Event description:
It was reported that the gentek base broke in several places and caused the fracture of the implant collar but the implant is still useful to make a new prothesis. A piece of screw remained inside the implant but the piece was finally removed. Patient would have to return in order to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: first name unknown / not provided. G4: k011028, k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 63742916. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63742916 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿implant fracture.¿ the customer did submit images for the reported event. (Images are attached) further review of the customer images cannot verified if the implant was fractured. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev 9-10/19; breakage; page 2. Information identified: "warnings" & "contraindications" based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root cause determined from the investigation is clinician places implant in a patient with patient factors (e.g., bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no."